Event description:
The customer reported that the physicist found a boost too high, over 20 r per minute. He also found that minimum collimator iris size does not meet specifications. The patient cases have been performed recently with this unit but these issues were discovered during physicist's inspection and not during a patient procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found entrance exposure rate in boost mode at 18.85 r/min and 7.65 in normal mode. (Within specs) per customer's request, the ge rep adjusted boost exposure rate down to 15.35 r/min. The diameter of the x-ray beam at the ii surface is 4cm with the collimator iris closed down to its minimum aperture. No adjustment was made. It is well below max allowed of 5.5 cm. The beam alignment was out of specifications so he performed a beam alignment. The system is operating as intended.